Event description:
It was reported that the right ventricular lead exhibited decreasing impedances. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned and analyzed. No anomalies were found. Several conductors, including the defib conductor, appeared distorted. The outer tubing overlay and the outer insulation appeared breached cut and the outer tubing overlay exhibited cosmetic environmental stress cracking (esc). Blood was found in/on the helix/lobe mechanism and there was apparent explant damage.